Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving), 21 days later patient experienced corneal edema: moderate, transient (<30 days), and approximately a month later, patient experienced implant exposure or extrusion/conjunctival erosion in the unknown eye against the xen®45 gts. The events of hypotony and corneal edema have resolved without treatment. Treatment for exposure was noted as bleb revision/micropulse cpc and event is ongoing. The device remains implanted.